Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up. The patient had not been followed for two years. Upon interrogation, the right ventricular lead exhibited loss of capture, increased impedance and low sensing. The lead was capped and replaced on (B)(6) 2017. The patient was stable post procedure.